Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was hypertension and heart disease. The illness started on (B)(6) 2015. The customer had kidney disease; the kidneys failed. The customer also had heart disease and kidney infection. The customer's blood glucose, at the time of death, is unknown. The caller stated that the customer's blood glucose was being monitored in the hospital, and it was ok. The customer's last recorded blood glucose value was 119 mg/dl, on (B)(6) 2015 at 1:47 pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however, the caller was not certain if the customer was wearing a sensor at the time of death. The caller declined returning the insulin pump. The caller agreed to upload to carelink, however, the account was locked. They stated that they will call back at a later date to get assistance with the upload.